Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p) reported having their cell phone over their device and felt shocks. In addition, left ventricular (lv) lead impedances had ranged from 700-1100 ohms. No changes were made to the device and this was to be further monitored. The patient had reported increased palpitations since the interaction with their cell phone. The device was interrogated in the office. During a lv threshold test the patient lost consciousness. The patient took several seconds to regain consciousness as they were completely dependant having had an av node ablation in the past. The threshold was rechecked. The device was reprogrammed to adjust for the patient's thresholds. There was inquiry as to why this occurred with the patient. Technical services discussed device operation. No further patient effects were reported.